Event description:
It was reported that while using bd epicenter¿ single user software a misassociation was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reports lis received s but epicenter reported r."

Manufacturer narrative:
Investigation summary: it was reported that customer reports lis received s but epicenter reported r. Customer requested report to ensure this did not happen with other isolates also - assisted customer with creating report. Also obtained debug log from epicenter (located at q:\epicenter accounts\akron general\01358272) for accession ak21-142mc00161. Log shows result was transmitted correctly to lis and field mapping in epicenter is also as expected. Customer already has ticket in with their lis - followed up with customer via email that epicenter communicated result in correct field and they may want to confirm their lis field mapping to ensure it matches appropriately. This is not a confirmed complaint of a bd product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software a misassociation was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer reports lis received s but epicenter reported r."